Event description:
A pre-surgical patient was tested for b-hcg on the architect i2000sr and generated a negative result of <1.20 miu/ml. The patient was subjected to radiation prior to surgery on the spine. Afterwards, the patient missed her menstrual cycle and an ultrasound was performed which revealed that she was pregnant. No injury was reported. The pregnancy is on-going.

Manufacturer narrative:
(B) (4) this report is being filed on an international product, list number 7k78, architect total b-hcg, that has a similar product distributed in the us, list number 6c21, architect total b-hcg. An investigation is in process. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). Refer to results of the investigation. The customer also analyzed the patient's sample using the quick test and obtained a negative result. A review of manufacturing data did not identify any issues that could impact the performance of the architect total b-hcg reagent kit, list number 7k78-20, lot number 79914jn01. All specifications were met prior to release. Testing was performed using controls, panels and purchased patient samples to assess the ability of the reagent kit to accurately recover various concentrations of b-hcg across the range of the assay (1 - 15000 miu/ml). Each replicate of architect total b-hcg controls were within package insert specifications and each level of panel met pre-approved specifications, therefore, concluding the reagent lot assessed is performing acceptably and as per label claims. Expected positive and negative patient samples assessed returned positive and negative results respectively. There were no instances of carryover between positive and negative patient samples. Furthermore, a review of the performance of architect total b-hcg assay in (B)(4) ((B)(4)) for hcg was conducted to evaluate the performance of the architect total b-hcg assay in relation to its ability to reliably recover b-hcg in patient samples. A review of the results obtained for the most recent distribution ((B)(4) 2010) indicates that the assay continues to perform acceptably. A specific reason for the customer's observation could not be determined. The customer was referred to the specimen collection and preparation for analysis and limitations of the procedure sections of the package insert for information that may be relevant to their observation. In conclusion, architect total b-hcg reagent kit, list number 7k78-20, lot number 79914jn01 is performing acceptably and within label claims. No product deficiency has been identified.